Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video-assisted thoracoscopic surgery lobectomy, the stapler cannot fire when surgeon resected the lobe. So the surgeon changed to a new one to complete the case. There was no patient injury.